Manufacturer narrative:
Exemption number e2015055. Approx 3 devices were received for evaluation; approx 2 events were confirmed during testing. Approx 1 device was found to be affected by corrosion. Approx 1 device was found to have a worn internal component. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device overheated. Approx 2 reported events was no patient involvement; no patient impact. Approx 1 reported events had patient involvement with no patient impact.